Event description:
It was reported that during an parotidectomy, the generator showed error code 5. The surgeon tried again the self test. After this the blade broke away. The broken blade didn`t fall into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.